Event description:
Additional information received indicates the ipg is functioning properly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the ipg as recommended. In turn, ipg was unable to communicate with external devices. Surgical intervention may be pending to address the issue.